Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the straight catheter was intended for patient use this morning and discovered to have "unfinished" molding/ cuts on each end of the cath. Like residual silicone on each end. This was never used on our patient thanks to the young eyes and observations of the staff. They saved the packaging/ lot number. Customer may be going through stock still - but they thought we were going to stay with the latex type caths for straight cathing and move back to silicone for continuous foleys? This situation is with a straight cath kit made of silicone. We are fine with either, but I thought we would use with latex for our straight caths for comfort? We are still looking forward to the return of the silicone for indwelling foleys. Still seeing a ton of patients with the latex versions.